Event description:
It was reported that during a procedure, the surgeon was preparing to open the device to use on the patient and it would not open. A new device was used to continue the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Swing tab detached/missing. The analysis results found that the reload was received with the two most proximal drivers up and the swing tab detached, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. Event could not be confirmed as the device opened as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.